Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h3, h4, h6 and h10. The device was returned to the service center for evaluation. The customer¿s complaint of ¿does not produce an image on the screen once connected¿ was due to faulty patient board set. The unit was equipped with new type switch and current software version 4.10 installed. There was normal wear noted on the unit¿s housing and video connector. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported b30 error was as follows: since only the images of the 180 series scope were not displayed, the video connector was normal, and the monitor cable was not abnormal, we assume that the indication phenomena occurred due to the failure of the patient board inside cv-190.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that no image was displayed on the procedure monitor, when using the cv-190 processor with sdi as the output. There was no report of patient involvement.